Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to apparent lead break. It was reported that x-rays reviewed by treating neurologist revealed a break in the lead, suspected to be a result of broken anchor tether. Pt underwent lead replacement surgery. Intra-operative device diagnostic testing with new lead connected to original generator was within normal limits, indicating proper device function.